Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information. Potential causes of unintended stimulation/overstimulation/no therapy are incorrect programming parameters, off label-use, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-curonix device, migration, and patient contraindicating conditions. The patient has a prosthetic knee making therapy difficult to achieve. The stimulator is used to treat pain.  The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a prosthetic knee (user error - clinician). CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported jolts and no pain reduction. The device was reprogrammed, the lead was explanted and new lead placement was attempted. However, the date is unknown and the procedure was aborted as paresthesia was not felt.